Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure, it was noted that the fiber was shooting straight and cap was coming off. How the procedure was completed was not reported. Patient outcome: ¿ok¿.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the distal end of glass cap and metal cap are detached and not returned; the glass cap exhibits moderate devitrification at output window; the outer flow tubing open end exhibits mild scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was further reported: the fiber was used @ 20,000 joules of use. The fiber was cleaned during the procedure.